Manufacturer narrative:
Submitted: 28-dec-2017. The pump has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: device evaluation: on investigation, the button contact on the down arrow button was cracked.

Event description:
The pump was returned for investigation. Investigation revealed a button/keypad issue. This report is made based on results of investigation completed on 05-dec-2017.